Manufacturer narrative:
Part number (B)(4) is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it claimed that an air leakage was detected upon patient intubation. The caller reported that extubation and reintubation of replacement tube was required. The tube was replaced without further incident.